Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported an information power on reset (por) error message was displayed on (B)(6) 2016. The ins was turned off during the event. The patient had an endoscopy with cautery on (B)(6) 2015 and the ins was off during that time. The patient turned the ins off nightly and they did not notice the por until (B)(6) 2016. The manufacturing representative successfully cleared the por with the patient programmer. The patient's indication for use is essential tremor.